Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that during surgery the dermatome has created skin grafts that were almost unusable. The dermatome has left unsightly scars on the patient's thigh. Attempts were made to obtain additional information and on (B)(6) 2016, clinical follow up was suspended due to a lack of customer response.

Manufacturer narrative:
The customer returned an air dermatome device for evaluation. (B)(4) has not previously repaired/evaluated this air dermatome. The air dermatome was manufactured on december 9, 2015, and is 11 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by (B)(4) on february 20, 2017 revealed that the lift was worn and the engine had a slight hard point. The control was twisted and the calibration of the head was no longer good. The service technician noted that this would have certainly caused the zebra graft problem. It is not clear based on the (B)(4) service order whether the customer intends to repair the device. However, enough information was provided during the initial inspection to confirm the reported event. The customer reports that the lot number of the blade has been verified, and there is no problem with another dermatome. The connections have been made correctly and the operators are familiar with this device. There are two pictures attached: they compare the graft made with the defective dermatome and the graft made with a good one¿ was confirmed since during the initial inspection by (B)(4) the service technician noted that the control was twisted and the calibration of the head was no longer good. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the thickness control lever that was twisted and the device being out of calibration. It is unclear how the device became damaged or out of calibration, but it can most likely be assumed that the user mishandled the device. The IFU states to ¿handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use.¿ the air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
This report is being amended to reflect changes in report date, describe event or problem, manufacturer site, if follow-up, what type?, device manufacture date, and additional MFR narrative. A follow up medwatch will be submitted once the investigation is complete.

Event description:
Additional information received december 9, 2016 clarified that medical intervention/additional surgical procedure was required and that the surgeries were extended; however, not for a long amount of time. An alternate device was used to complete the surgery.